Event description:
It was reported the pt was not able to capture right sided stimulation in the knee. An x-ray revealed the lead had migrated. The pt underwent surgical intervention and recovered without sequela.